Event description:
Reporter alleged the inform system connector pins are burned however, neither the location nor the amount of pins affected was provided. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The event occurred in another country.